Event description:
Over the weekend c.n.a. Came in the resident room and found the resident in the position of kneeling like they were praying, that was how their body was. Their neck, chin, head caught between the assit and mattress at end of rail. Bed was not in the lowest position. Rails configuration - 2 assist handles at head of bed, resident uses the assist to get in and out of bed. Mattress MFR unk.